Event description:
Intuitive surgical, inc. (Isi) became aware of an annals of surgical treatment and research article titled, ¿initial experiences of robotic sp cholecystectomy: a comparative analysis with robotic si single-site cholecystectomy¿ (cruz, c. J., huynh, f., et al., 2021). Within the journal article, an operative complication involving a da vinci surgical procedure was noted: ¿one patient had a small bowel injury during port placement due to unexpected intra-abdominal adhesions, which was repaired intra-corporeally.¿ intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication can be attributed to surgical technique and unexpected patient anatomy. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. A system log review was not performed since there is insufficient or unconfirmed product/event information. The system information and event/procedure date are unknown. No images or videos were shared for the event. This complaint is considered a reportable event due to the following conclusion: within the annals of surgical treatment and research article titled, ¿initial experiences of robotic sp cholecystectomy: a comparative analysis with robotic si single-site cholecystectomy,¿ it is noted that one a patient had a small bowel injury during port placement due to unexpected intra-abdominal adhesions which was repaired intra-corporeally. Although there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, it is unknown as to what extent (if any) the da vinci surgical system may have contributed to the complication. Blank MDR fields: the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.